Event description:
A patient reported experiencing inaccurate high results with their meter. The patient's blood glucose results were 160 compared to the labs 110 mg/dl. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported.